Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient had some pain in hip and notable osteolysis following prior hip surgery. Patient had prior dislocating hip and dr. (B)(6) revised the socket only in (B)(6) 2014. Surgeon elected to revise mdm to a x3 36mm liner and head due to osteolysis. Surgeon noted impingement of +8 by 28 mm metal head. Skirt on head impinged on plastic liner, appeared to hit on edge of +8 skirt. Surgeon elected to use off- label plus 7.5 ceramic 36 head. Surgeon was notified it was off-label.

Manufacturer narrative:
An event regarding osteolysis involving an metal head was reported. The event was not confirmed method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records were not provided for review. -device history review : review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review : review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because further information such as, return of device pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had some pain in hip and notable osteolysis following prior hip surgery. Patient had prior dislocating hip and dr. (B)(6). Revised the socket only in (B)(6) 2014. Surgeon elected to revise mdm to a x3 36mm liner and head due to osteolysis. Surgeon noted impingement of +8 by 28 mm metal head. Skirt on head impinged on plastic liner, appeared to hit on edge of +8 skirt. Surgeon elected to use off- label plus 7.5 ceramic 36 head. Surgeon was notified it was off-label.